Event description:
The patient passed out. Family member woke pt up and gave pt something to eat. Emergency medical technicians were then called. The suspect device was then used to check pt's blood glucose and obtained a result of 82 mg/dl. When the paramedics arrived they checked pt's glucose on their equipment and the level was 38 mg/dl. Pt was treated with a glucose IV. Controls were run on the system and they were out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.